Event description:
It was reported that the insulin pump had scratches on the screen, had beep anomaly and alarmed low battery. Customer's blood glucose was unknown. Customer stated that act button stops during prime and start the process over again. Customer stated that he was not getting audible alarm when he runs out of insulin but it does vibrate. Customer stated that when his blood glucose is low the insulin pump does not alarm but stated it was not set up for continuous glucose monitoring. Troubleshooting was done. The customer was assisted to perform self test and customer did not hear any tones. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.